Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total bhcg result of 32.92 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at <1.2 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr analyzer, serial number (B)(4) and discovered the calibrator was expired and the architect wash zone probe was dirty. The fsr cleaned the architect wash zone probe and determined it to be the likely cause part. No subsequent issues were reported since the cleaning of this part. A review for similar complaints identified no trends for the architect wash zone probe. Tracking and trending data for the architect i2000sr identified no systemic issues or trends associated with the erratic result issue; the i2000sr erratic result rate was within acceptable limits. Additionally, manufacturing documentation was reviewed and provides adequate information on trouble shooting and maintenance concerning erratic/ discrepant results. Based on the investigation, no systemic issue or deficiency of the wash zone probe or the architect i2000sr sranalyzer was identified.